Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported the patient was treated with gentamicin (40mg, route, frequency and duration not reported), intraperitoneal vancomycin (day 1, 5 and 10, dose and duration not reported) and oral nystatin (dose, frequency and duration not reported). The patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.